Manufacturer narrative:
A united states (us) customer reported that they were splashed in the eye with fluid while wearing personal protective equipment (ppe) on an advia centaur xp instrument. The customer contacted the siemens customer care center (ccc) and a customer service engineer (cse) was dispatched to the site to inspect the instrument.. The monthly cleaning procedure was failing due to a ¿vacuum high¿ and ¿water reservoir low¿ error. The cse verified these issues. The cse replaced the water reservoir manifold and the incoming (large) male water connector. The analyzer was tested and the instrument was fully operational upon departure. No further instrument investigation is required.

Event description:
A customer was splashed in the eye with fluid while wearing personal protective equipment (ppe). This occurred while troubleshooting a monthly cleaning procedure on an advia centaur xp instrument. The source of the fluid was unknown and an eye washer was used for 15 minutes. Customer was evaluated by their employee health team. It was confirmed that there was no impact to patients and no delays in results. There were no known reports of patient intervention or adverse health consequence due to this event.